Event description:
It was reported that a large volume infusor was disassembled. This was identified during set up/preparation. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter last name: (B)(6), initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection showed evidence of a separated coil cap. No evidence of malformed housing was observed from the video. Malformed housing would typically be the cause of the separated coil cap. The reported condition was verified. The cause of the condition could not be determined. However, the probable cause of the condition may be a manufacturing related issue. The coil cap holds the stress member assembly to the housing of the device. The coil cap separating from the housing of the device does not represent a breach in the sterile fluid pathway and does not impact the fluid path of the device if the event occurred during infusion. If the issue was found at preparation and prior to distribution to the patient, the user has the option to obtain a new device thus may lead to a delay in filling and not likely to lead to patient harm. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.